Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the system did not boot up. Analysis of the log file confirmed that there was malfunction with the flexvision pc. During troubleshooting, the fse found that the flexvision pc was defective. The fse replaced the flexvision pc and hdd (hard disk drive). After the replacement of the flexvision pc and hdd, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the allura system did not boot up. No harm has been reported to philips. A philips field service engineer (fse) inspected the system onsite and replaced the flexvision pc and the hard disk which returned the system to use in good working order.